Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 812:02 was confirmed during service evaluation. The assignable cause was a defective pump head module. The user software version is 7.22.00.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The nurse reported a colleague infusion pump with an 812:02 failure code. The event was reported to have occurred after patient connection but before therapy. This condition had the potential to interrupt delivery. There was a patient involved; however, there was no report of patient injury, medical intervention or adverse event related to the device. No additional information is available. The user interface module software version is currently unknown.